Event description:
It was reported that the artificial urinary sphincter (aus) device was not working. There was fluid loss. The patient underwent a surgical procedure in which the cuff was explanted and replaced. Upon explant, it was noticed that the cuff had a hole at the middle side of the component. The physician believes the perforation is attributed to a device malfunction , as the hole observed could not be caused during closing. There were no patient complications.